Event description:
The customer reported that elevated monocyte results and lower neutrophil results with instrument generated flags were generated from a coulter act 5diff cap pierce (cp) for multiple patient samples across six days. This report is one of six and represents the erroneous elevated monocyte results and erroneous low neutrophil results generated for one patient on (B)(6) 2011. The initial erroneous results were accompanied by instrument generated flags which, per beckman coulter inc. Labeling, necessitated the review of results. The erroneous results were reported out of the laboratory however there are no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat testing on a different instrument, lower monocyte and higher neutrophil results were generated. A subsequent manual smear yielded lower monocyte and higher neutrophil results which were considered valid. Controls were executed before and after this event and recovered within specifications. The patient specimen was collected in a 3 ml tube. Specific patient information and raw data was not provided by the customer.

Manufacturer narrative:
An applications specialist was dispatched to the site on (B)(4) 2011 for this event. The applications specialist provided training on the instrument and changed sensitivities and thresholds. A field service engineer (fse) was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) reviewed instrument operation and verified whole blood differential plots using service latex particles. A root cause of the erroneous results could not be determined based on available information. Root cause of the reporting of the erroneous results is use error. There were instrument generated flags to alert the operator to review results. As part of a retrospective review, this event was determined to be reportable. Associated mdrs: 1061932-2011-02390, 1061932-2011-02391, 1061932-2011-02393, 1061932-2011-02394, 1061932-2011-02395, 1061932-2011-02396.